Event description:
On september 4, 2006, a clinical incident involving a super multivac 50 arthromwand was reported to arthrocare corporation. During an arthroscopic procedure of the knee, the tip of the arthrowand reportedly detached, and remained in the soft tissues of the patient's knee joint. It was reported, there is no plan to reoperate to remove the fragment from the patient's knee. The patient was reported to be doing well.

Manufacturer narrative:
The device was returned for evaluation. A visual examination and functional testing of the device was performed. The detachment of the screen was due to excessive use and excessive electrode wear. Damage to the spacer, located at the tip of the wand was also found. Unable to determine root cause for the damage to the spacer. The instructions for use for this device contains the following warning "excessive wear of electrodes may result from vigorous use against bony surfaces."